Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the returned device identified: broken shell and others and underweight. A microscopic analysis was performed which identified: a sharp broken on posterior and partial delamination of the orientation dot (adhesive failure). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Partial delamination of the orientation dot (adhesive failure). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii/IV.

Event description:
Patient reported right side capsular contracture baker grade iii/IV and intracapsular rupture. The device has been explanted.